Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call.the reporter stated that the meter issue began on (B)(6) 2019 at 06.52 pm. The reporter alleged that the subject meter reading obtained at 06.52 pm was ¿68 mg/dl¿ compared to a reading of ¿48 mg/dl¿ which was obtained on the paramedic¿s meter, at 06.59 pm meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient¿s diabetes is managed with insulin (self-adjuster), and that in response to the alleged reading of ¿68 mg/dl¿ she gave the patient some juice, at this point the patient then developed symptoms of a ¿seizure¿. The paramedics arrived at 06.59 pm and the alleged result of ¿48 mg/dl¿ was obtained. The patient was treated with more food/drink and taken to the emergency department. There is no information available regarding any treatment given or received at the emergency department. A result of ¿152 mg/dl¿ was obtained at the emergency department at 9.55 pm.during troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient.this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.